Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they have issues with the sensor. The electrode was missing and with the other sensor, the electrode was bent. Blood glucose level was 9.8 mmol/l at the time of the incident. No further details were provided. The sensor will be replaced.